Event description:
It was reported that during a lap gastric bypass roux-en-y procedure, some of the staples in the device were malformed. The surgeon oversewed the area. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.